Manufacturer narrative:
Product complaint # (B)(4). Us FDA MDR determination: there were no reported product problems with the retained cup. It is reasonable to attribute the reported patient harms to the loosening of the stem and sleeve and the pseudotumor attributed to the articulating surfaces. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record, patient was revised to address failed right total hip replacement. Revision notes reported femoral component was grossly loose and was removed. Patient had marked deformity in femur. Liner was loosened. Head,liner, and stem were removed. Patient experienced pain, swelling,pseudotumor, had blood on the aspirate and possible metallosis. Doi: (B)(6) 2011 - dor: (B)(6) 2017 ; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Removed foreign body reaction patient harm and changed from implant disassociation of the liner and cup into no reported product problem.